Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-01139 and 3006705815-2023-01823. Additional information received indicates that the patient underwent surgical intervention during which one lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01139. It was reported that the patient was experiencing ineffective therapy due to lead migration. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue.